Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 40 mg/dl and 70 mg/dl, which resulted in a hospitalization. Reportedly, the cause of the bg was customer inadvertently performing the load fill tubing sequence while connected to the site. At the time of the event, the customer received a fill tubing alert and a cartridge change alert. Customer consumed various products and beverages with glucose to address bg initially, then was treated with an electrolyte drip at the hospital. Customer was released from the hospital two days later on (B)(6) 2021 with the issue resolved. Reportedly, customer's mother set up a security pin on the pump to address the event.